Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during initial examination, a rupture was observed on the received device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: rupture of left breast prosthesis, suspected rupture of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 500cc gel breast prostheses that were both suspected to have ruptured after implantation. Bilateral rupture was confirmed by MRI. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2019. Post-explantation, it was discovered that only the left breast prosthesis had ruptured. The right breast prosthesis was removed intact. This medwatch report is for the patient¿s right breast prosthesis.